Manufacturer narrative:
Device is a combination product. (B)(4). Promus element mr ous 4.00 x 38mm stent delivery system (sds) was returned for analysis. A visual examination of the stent identified damage to the center of the stent. Strut segment 13-15 from the proximal end of the stent were damaged and lifted. The remainder of the struts were undamaged. The undamaged crimped stent od (outer diameter) was measured and was within max crimped stent profile measurement. The bumper tip of the device was examined and damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube revealed no issues. There were no signs of kinks or damage to the hypotube. An examination of the shaft polymer extrusion identified no issues. There were no signs of damage or strain to the bi-component bond. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on additional information received on 04-dec-2017. It was reported shaft kink occurred. The target lesion was located in a coronary artery. A 4.00x38mm promus element ¿ long drug-eluting stent was advanced to treat the lesion. However, it was noted that the device delivery shaft was kinked. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, it was further reported that the issue with the device was that the stent was damaged, instead of the previously reported shaft kink.